Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their receiver was out of range for three days. There was no report of injury or medical intervention. No additional event or patient information is available. It was reported that an adult patient was using a pediatric receiver. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A global transmitter functional test was performed and the transmitter failed, finding failed software. The complaint was confirmed. The root cause could was determined to be a failed transmitter.